Manufacturer narrative:
(B)(4). Date sent: 5/16/2025. D4 batch #: a9dd8p. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? The patient did not experience any adverse consequences. Although the surgeon was unable to continue using the harmonic device, the procedure was completed safely using an alternative method. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. The image provided by the customer shows an hpblue with the end cap dislodged. Based on the photo, the reported event was confirmed. However, no conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loosen the disposable device from the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a multinodular goiter right lobe case, after being used for 19 cases, it detached.